Event description:
Follow up information identified the issue is resolved.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported an infection at the ipg site was found during a surgical intervention to revise the ipg (reference MFR report: 1627487-2018-09893). The physician decided to remove the entire scs system. The patient is being treated with antibiotics.